Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridges did not fit onto the pump. A new cartridge was loaded resolving the issue. Additionally, it was reported that an altitude alarm occurred. A new cartridge was loaded resolving the issue. Blood glucose level was 229 mg/dl.